Event description:
Customer reported that the companion 2 driver compressor comes on when the pt sits up or strains. The compressor in the driver will idle slowly before turning off when wall air is connected. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing it's life-sustaining functions. There is no impact on the pt, and the pt is still being supported by the companion 2 driver. The companion 2 driver will be returned to syncardia for evaluation when it is no longer supporting the pt. The results of the investigation will be provided in a supplemental MDR.